Event description:
Device malfunction: none. Symptoms/ae: left facial droop, dysarthria, left hand weakness, hyperperfusion. It was reported that approximately one hour post a successful right internal carotid artery stenting and angioplasty, the patient developed left-sided facial droop, dysarthria, and left-sided hand weakness including numbness of digits 3, 4 and 5. The patient underwent duplex scanning and the stents appeared in excellent position with normal velocities. A CT scan revealed no evidence of infarction or hemorrhage. The patient was returned to the special procedures suite and given an intracranial infusion of abciximab through the femoral artery, after which the patient symptoms improved. The patient was discharged to home the next day, with residual minor numbness to the fingertips. Though requested, no additional information was available. Study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.